Event description:
It is reported that the glenosphere helmet broke upon insertion.

Manufacturer narrative:
Evaluation summary: the type of failure described may occur if the helmet is removed from the glenosphere in a manner not consistent with the method described in the surgical technique. The instrument is designed to hold the glenosphere securely via the tabs. Excessive impact or bending loads placed on the tabs may cause this situation. The exact cause analysis cannot be determined with certainty. Evaluation: as returned, one of the tabs on the shoulder is fractured and a small portion is missing. The fracture occurred during insertion. Device history records indicate device manufactured to specification. There is no evidence that the design or manufacture of this device contributed ot the reported problem. Should additional substantive information be received, this report will be amended.